Event description:
N/a

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (type of investigation ).

Manufacturer narrative:
Another contact info: (B)(6). Corrected field: e1(event site telephone) updated fields: b4,g3,g6,h2,h6(type of investigation, investigation findings, component codes, investigation conclusions),h11 by getinge fse during machine checking that the cardiosave intra-aortic balloon pump (iabp) unit had manifold test failed. There was no patient involvement reported.

Event description:
N/a.

Event description:
It was reported by getinge fse during machine checking that the cardiosave intra-aortic balloon pump (iabp) unit had manifold test failed. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.